Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The problem, as reported to olympus, was found during preparation for use. There was no injury to the patient associated with the event. The procedure was completed after an approximately 15 minute delay using the same olympus, cv-190 video processor and an olympus series 190 scope. The intended procedure is unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The failure of the board is most likely due to repeated use for a long period of time (more than 6 years after manufacturing), or because the dr board, which is a part of the patient's board, was produced prior to countermeasures due to changes in the operation amp circuit design. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a faulty patient board set was found, causing no image when testing the returned device with olympus series 180 scopes.

Event description:
A user facility reported to olympus that the video connector socket was bad and a dark image was obtained when using olympus series 180 scopes with the olympus, cv-190, video system center.